Event description:
Customer reportedly received results of 110 mg/dl on the mobile system and 67 mg/dl on the aviva system within 10 minutes. Customer reported low blood glucose symptoms with results. Customer's wife treated him with dextrose and phoned his physician. Low blood glucose symptoms improved. The following day, customer reportedly received results of 136 mg/dl and 81 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 27706432, expiration date 11/30/2011). Caller did not provide product information for the aviva system.